Event description:
It was reported that during the procedure, a scepter c balloon ruptured during inflation. There was no reported intervention or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device is received, the investigation will be performed, and a supplemental report will be submitted. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned balloon catheter system found the device with dislodged coils; furthermore, the balloon was found with a pinhole leak during inflation testing, which is consistent with the alleged product issue. This leak would prevent the device from inflating during the preparation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification due to over inflation. H11: correction: additional information was received via email correspondence, during the preparation of the scepter balloon, a leak was observed, and the scepter was not used for the procedure. Had this information been available at the time, this would not be deemed a reportable file.